Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had experienced high blood glucose. The customer's mother reported that it seems that the insulin pump was not working properly. The customer's blood glucose level at the time of the incident was 387 mg/dl and blood glucose level was over 600 mg/dl at the time of call. The customer's mother reported that the high blood glucose was treated with insulin. The customer changed full infusion set and had high blood glucose at that time the reservoir was fully filled. The customer reported that they found low reservoir alert and bolus not delivered alert in the alarm history. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.